Event description:
The pump flow rate fluctuated from 0.24 to 0.28ml/24 hr. In 05/02, the pump was calculated to be running at 0.20ml/24hr. During this period, as the flow rate fluctauated, the patient was reported to still have severe pain so the concentrations of morphine and sodium chloride were increased. The pump was later explanted.